Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards and cable connectors. System operates as intended.

Event description:
Customer reported the system displayed a communication error and locked up during a case. No pt injury was reported.